Event description:
It was reported that suture placement using two proglide devices was attempted in the right common femoral artery using the perclose technique prior to an endovascular graft procedure. The arteriotomy was a 6f. Reportedly, when the plunger was retracted no suture was present with the first proglide device. Using a second proglide device, the foot was deployed and reportedly the ligament was "low". The physician decided to remove the proglide device and perform a cut down procedure. The endovascular graft procedure was successfully completed and hemostasis was surgically achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other perclose proglide device referenced, is being filed under a separate medwatch MFR number.